Event description:
It was reported that multiple cartridge change errors occurred during the load process with multiple cartridges. There was no impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.